Manufacturer narrative:
(B)(4).

Event description:
It was reported that blood was found in the helium tube. As a result, a new catheter was used. The central cavity was found to be fractured. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. During the investigation, the iabc central lumen was noted damaged within the flex-tip assembly and part of the central lumen separated, which caused blood to enter the helium pathway. Additionally, the iabc had two bladder leaks which resulted from the damage. The root cause of the complaint is undetermined. A non-conformance has been initiated to further investigate the issue. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release.

Event description:
It was reported that blood was found in the helium tube. As a result, a new catheter was used. The central cavity was found to be fractured. There was no report of patient complications, serious injury or death.